Event description:
It was reported that after a da vinci-assisted pulmonary lobectomy procedure, the patient experienced a superficial surgical site infection. Intuitive surgical, inc. (Isi) performed multiple follow-up attempts to obtain additional information. However, as of the date of this report, no further details have been received.

Manufacturer narrative:
Based on the information provided, the cause of the reported post-operative complication cannot be determined. A follow-up MDR will be submitted if additional information is obtained. A review of the system logs for the procedure date of (B)(6) 2022 has been performed and the following was observed: no relevant errors were observed during this procedure. Additionally, all multi-use instruments used in the case have been used in subsequent procedures with the exception of the single-use instruments. This complaint is being reported due to the following conclusion: after undergoing a da vinci-assisted pulmonary lobectomy procedure, the patient experienced a superficial surgical site infection. It is unknown what medical intervention, if any, was administered due to the post-operative infection. In addition, the cause and severity of the post-operative complication is unknown.